Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter had a low flow. The patient was in the intensive care unit (ICU) with vein stenosis and was heavily manipulated, making it difficult for the catheters to pass and was only able to with the femoral access. There was no patient injury reported.